Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, and caller was unable to successfully load cartridge and resume insulin therapy despite following prompted steps and proper load technique. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a warranty replacement pump, confirmed shipping details, provided instructions to place problematic pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement device, and instructed customer to return malfunctioning pump using prepaid label within ten days, which customer understood and acknowledged.